Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that since having the device they had not had any therapeutic effect. They reported they had been running to the bathroom the day of the report a total of 14 times. Patient stated they had also been getting up 3-6 times at night. Patient stated they didn't know when they had to urinate. Patient reported they had a clean out of their urine, bladder treatment every wednesday. Patient stated their healthcare provider measured 410 or 420 cc's of urine and they had just emptied before they got in there. Patient stated they had been trying to work with their healthcare provider and manufacturer representative. Patient had tried increasing stimulation from 3.5-4.0v, but the hcp was concerned that since it wasn't working, they would drain their ins. Patient stated the hcp had tried different programming with their clinician programmer as well. Patient stated the day of the report the hcp tried a lead and they felt it down their sciatic nerve down their leg. They tried another lead and they felt nothing, then they tried another and their right leg twitched really bad. Patient clarified that they meant the hcp tried different electrodes on the lead during programming. Patient stated that at the time of the report they were feeling stimulation outside of their right butt cheek and they could feel it moving down to the left toe. Patient stated they felt it at s3 to their toe. Patient stated their hcp told them this was good. No further complications were reported or anticipated.